Event description:
The consumer reported that the patient had shocking and therapy was on. The patient got a really big jolt from the stimulator on (B)(6) 2016. The patient was concerned about it and this was the worst time it happened. It had happened before and the dates for the other times were unknown. The patient's friend or family member was not concerned and thought it was the sensation that was too high. The patient lowered it and shut it down, then cut it back on and went to the normal setting. The patient was not sure if they had increased it earlier. Decreasing the amplitude eliminated the uncomfortable sensation. There were no trauma or falls that could be related to the issue and the issue was not related to positional movement. The patient was just sitting down when they had shocking. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.